Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2020-09047. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported capsular contracture, baker grade unknown. Later healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. The device was explanted.